Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending (lad) artery. When the physician attempted to advance the 2.50x12mm taxus express2 drug eluting stent (des), there was difficulty advancing to the lesion. When the stent delivery system (sds) was withdrawn from inside the patient, the physician noticed that the proximal edge of the stent was lifted up. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.